Event description:
A us distributor contacted zoll on (B)(6) 2014 to report that a pt passed away on (B)(6) 2014. The pt's wife reported that the pt was wearing the lifevest and that she believed the pt's nurses were with the pt when the device began alarming and treated the pt twice. The nurses then removed the lifevest and shocked the pt with an external defibrillator. Per review of pt download data, the device detected asystole five times between 16:24:09 and 16:19:09. The pt was treated at 16:35:48 and 16:36:36. The rhythm at the time of both treatments was asystole with artifact. Oversensing of small cardiac signal contributed to the false detections. The response buttons were not pressed during the event. The device shutdown at 17:05:46 on (B)(6) 2014. There is no indication that the defibrillation event contributed to the pt death.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) and belt sn (B)(4) has been completed. Both monitor and belt were fully functional and able to detect and treat a pt. There is no evidence to suggest that the lifevest caused or contributed to the death. Monitor (B)(4): 10/2012 - reuse. Electrode belt (B)(4): 04/2014 - reuse.